Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient who was currently receiving bupivacaine 5 mg/ml; 2.5 mg/day, compounded baclofen 1000 mcg/ml 500 mcg/day and morphine 5 mg/ml 2.5 mg/day via an implantable pump. The indications for use were for non-malignant pain and failed back surgery syndrome. The pump was previously delivering bupivacaine 5 mg/ml (unknown dose), compounded baclofen 1000 mcg/ml (unknown dose) and morphine 15 mg/ml (unknown dose). The date of the event was unknown. It was reported the patient's spasticity was not as well controlled. The dose was increased multiple times without much change in effect. An x-ray was performed and diagnosed the catheter had migrated down so the patient was not getting effective therapy. The pump and catheter were being replaced (B)(6) 2016. The cause of the catheter migration was not determined.